Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call the sensor had inaccurate readings that triggered threshold suspend alarm. The customer¿s blood glucose was in the range of 100 mg/dl and the sensor glucose was 54 mg/dl or 39 mg/dl at the time of the incident. Customer stated that the insulin pump was shuts off and then blood glucose level was went to 300 mg/dl. The customer was informed that their blood glucose and sensor glucose levels were not in acceptable range. Customer also experienced high blood glucose, however they declined for troubleshooting of high blood glucose. The sensor will not be returned for analysis.